Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-00450, -00451. This report will be updated when investigation is completed. This event occurred in (B)(6).

Event description:
Allegedly, patient was revised after experiencing pain and numbness.